Event description:
It was reported that customer received a minimum fill notification while attempting to load a new cartridge into pump despite having sufficient usable insulin. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to clean pneumatic tap area on pump, reloaded same cartridge, and successfully resumed insulin delivery, and no additional actions were required.